Event description:
Procedure: hysterectomy. Reportedly, the surgeon carried out of hysterectomy in 2005 with the device. The surgeon reports there were no problems during surgery. The pt had a quick post-operative recovery and was discharged home three days later. Unfortunately, two days later that pt was readmitted with an acute abdomen. Pt was managed by the surgeons and underwent a laparotomy the next day. The surgeon reports there was over 2 litres of foul smelling brownish sero-purulent fluid in the abdomen. Bowel injury sero-purulent fluid in the abdomen. Bowel injury was ruled out. Pt was quite ill in intensive care for 10 days and was discharged home 10 days later.